Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer stated that his blood glucose is high and he does not trust the pump. The customer stated that he had to change his sites about 2 to 3 times before his blood glucose would go down. The customer stated that his keypad was unresponsive during priming. Customer was advised to discontinue use of the device and to revert to a backup plan.